Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID eaz101 lot# 102406525. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of feeling blunt pain all around and under the sternum three hours post implant of an ex travascular (ev) lead. It was noted that the patient experienced muscle stimulation and felt the subthreshold lead impedance checks. Pleural placement of the lead was suspected due to slight lateral movement of the distal part of the lead with breathing on fluoroscopy. High pacing threshold was also observed. A computerized tomography (CT) scan was performed two days later which showed the dis tal part of the lead was placed inside the pleural space. During the revision, noise and pause prevention episodes were noted. The extravascular (ev) lead was extracted and replaced. No further patient complications have been reported as a result of this event.